Event description:
The reporter states back to back results of hi on the inform meter compared to a lab value of 96 mg/dl. No report of an overdose event. L1 and l2 controls were run and in range. Return requested and replacement was sent.